Event description:
The following was reported: after cementing of the stem a miss-match of the humeral head was seen. There was a big gap between implant and humerus stem. Subsequently, the humerus head implant was disconnected from the stem. A new head was put in the right position on the stem, but this was not possible, neither with the test head, nor the new implant. This was the reason that a new stem was implanted and the one stem was extracted. With this stem, it was possible to match the head with the stem.

Manufacturer narrative:
The MFR did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the info provided. However, there is no indication of product failure. Should additional info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).